Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits on the device was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer control test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no abnormalities or deposits were found. Result: based on our investigation results, we can determine no functional deviation in the valve. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release and the time of ivestigation. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused an overdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 months. Height: 55 cm. Weight: 3.9 kg.